Event description:
It was reported that the catheter became difficult to advance and the outer sheath began to peel and bunch outside the patients body. The 2.1mm jetstream xc catheter was selected for use in a left superficial femoral artery (sfa) and popliteal artery atherectomy procedure. The left proximal sfa lesion was approximately 45 to 50% occluded with harder plaque but not flow limiting. The catheter was opened with no visible defects and no errors noted. The cap of the popliteal lesion was harder to pass with the guidewire, but after crossing the proximal cap of the lesion, the plaque underneath was soft, and the guidewire easily passed through the lumen. The physician performed successful atherectomy of the mid left popliteal lesion. The jetstream catheter was then moved to another lesion located in the proximal left sfa. During the first pass of treatment within 1 cm of the left sfa lesion, the physician felt the catheter was sticking to the non boston scientific guidewire and was difficult to advance. Then the clear plastic tubing outside the patient body and the outer sheath began to peel and bunch. Treatment was stopped at that point and the catheter was removed from the body intact. Visual inspection of the catheter tubing showed only separation outside of the sheath and not within the patient body. The runoff showed no occlusions related to the plastic peeling, and the patient had no adverse reactions. The guidewire was able to be used for the remainder of the procedure which was completed using a balloon catheter. After the procedure, visual inspection of the guidewire showed no physical damage. Additionally, atherectomy lubricant had been used during the procedure. The device is expected to be returned.

Manufacturer narrative:
Correction to h6: evaluation conclusion code. Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this 2.1mm jetstream xc catheter was visually and microscopically examined, which showed multiple buckling/kinks on the catheter shaft. The device showed a burst infusion sheath on the catheter shaft located 65cm from the tip. The device was inserted into the console and set up per the instructions for use. The device ran as designed; however, the device leaked fluid during functional testing at the burst infusion sheath location. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported information. The complaint for material separation was confirmed.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this 2.1mm jetstream xc catheter was visually and microscopically examined, which showed multiple buckling/kinks on the catheter shaft. The device showed a burst infusion sheath on the catheter shaft located 65cm from the tip. The device was inserted into the console and set up per the instructions for use. The device ran as designed; however, the device leaked fluid during functional testing at the burst infusion sheath location. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported information. The complaint for material separation was confirmed.

Event description:
It was reported that the catheter became difficult to advance and the outer sheath began to peel and bunch outside the patients body. The 2.1mm jetstream xc catheter was selected for use in a left superficial femoral artery (sfa) and popliteal artery atherectomy procedure. The left proximal sfa lesion was approximately 45 to 50% occluded with harder plaque but not flow limiting. The catheter was opened with no visible defects and no errors noted. The cap of the popliteal lesion was harder to pass with the guidewire, but after crossing the proximal cap of the lesion, the plaque underneath was soft, and the guidewire easily passed through the lumen. The physician performed successful atherectomy of the mid left popliteal lesion. The jetstream catheter was then moved to another lesion located in the proximal left sfa. During the first pass of treatment within 1 cm of the left sfa lesion, the physician felt the catheter was sticking to the non boston scientific guidewire and was difficult to advance. Then the clear plastic tubing outside the patient body and the outer sheath began to peel and bunch. Treatment was stopped at that point and the catheter was removed from the body intact. Visual inspection of the catheter tubing showed only separation outside of the sheath and not within the patient body. The runoff showed no occlusions related to the plastic peeling, and the patient had no adverse reactions. The guidewire was able to be used for the remainder of the procedure which was completed using a balloon catheter. After the procedure, visual inspection of the guidewire showed no physical damage. Additionally, atherectomy lubricant had been used during the procedure. The device is expected to be returned.

Event description:
It was reported that the catheter became difficult to advance and the outer sheath began to peel and bunch outside the patients body. The 2.1mm jetstream xc catheter was selected for use in a left superficial femoral artery (sfa) and popliteal artery atherectomy procedure. The left proximal sfa lesion was approximately 45 to 50% occluded with harder plaque but not flow limiting. The catheter was opened with no visible defects and no errors noted. The cap of the popliteal lesion was harder to pass with the guidewire, but after crossing the proximal cap of the lesion, the plaque underneath was soft, and the guidewire easily passed through the lumen. The physician performed successful atherectomy of the mid left popliteal lesion. The jetstream catheter was then moved to another lesion located in the proximal left sfa. During the first pass of treatment within 1 cm of the left sfa lesion, the physician felt the catheter was sticking to the non boston scientific guidewire and was difficult to advance. Then the clear plastic tubing outside the patient body and the outer sheath began to peel and bunch. Treatment was stopped at that point and the catheter was removed from the body intact. Visual inspection of the catheter tubing showed only separation outside of the sheath and not within the patient body. The runoff showed no occlusions related to the plastic peeling, and the patient had no adverse reactions. The guidewire was able to be used for the remainder of the procedure which was completed using a balloon catheter. After the procedure, visual inspection of the guidewire showed no physical damage. Additionally, atherectomy lubricant had been used during the procedure. The device is expected to be returned.